Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.

Event description:
It was reported the patient was hospitalized due to hypoglycemia while using the infusion device. The patient didn't check her blood glucose level prior to dinner. The patient programmed and delivered a bolus of 10 international units of insulin with the infusion device. At an unknown time after dinner, the patient became unconscious for one minute. The ambulance was called and she was treated with glucose via IV. At the hospital, the blood glucose result was 43 mg/dl and she was treated with more glucose via IV. The patient was hospitalized for three hours. The patient didn't make any allegations against the infusion device. The infusion device is not expected to be returned for product evaluation.